Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade procedure, insulation anomaly was noted on the right ventricular lead. The lead was capped and replaced. The patient's condition was fine post procedure with no complications.